Event description:
It was reported that one day post implant the right atrial (ra) lead fell into the ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 900sfc28 heart ring implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.